Event description:
It was reported that the customer had a history anomaly. The customer's blood glucose level was 145 mg/dl. The customer states that missing bolus. Troubleshooting was performed and the insulin pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Several boluses were programmed and delivered. The insulin pump delivered boluses properly and recorded them properly in the bolus history. No bolus anomaly was noted. A cracked reservoir tube l ip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.